Manufacturer narrative:
A new defibrillation lead was successfully implanted. Should any additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a normal device change out procedure, this defibrillation lead was capped. When the lead was removed from the device, it was noted that the rate/sense portion was fractured. No adverse patient effects were reported.